Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Two probe samples were returned for evaluation. Sample #1: the returned sample #1 was visually inspected and deemed nonconforming. Foreign matter is on top of the needle and port face. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe sample #1 was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Gouge marks at bend area, cutting edge, and sections along the inner cutter. Sample #2: the returned sample #2 was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe samples had a cutting issue. The probe samples met specification. The exact root cause of why the customer thought the probe could not cut cannot be determined from this evaluation. Unrelated to the reported issue, the probe sample #1 did have a visual nonconformance due to foreign matter on the top of the needle and on port face. The most likely root cause of the foreign matter is due to the approximate 30 minutes of surgical use of the probe. The vitrectomy portion of the surgery is typically less than 20 minutes. No action is being taken for the complaint since the probes were manufactured to its specification for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut during a retinal detachment surgery. The probe was aspirating. The product was replaced and the procedure was completed. There was no patient harm. Additional information has been requested and received.